Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that spark, a popping noise, and an electrical smell emitted from the dimension vista 500 instrument. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument and determined that the external uninterruptible power supply (ups) had a power fault and detected that the alternating current (ac) distribution board malfunctioned. The cse replaced ac distribution board and performed a probe check, which recovered without any errors. Siemens concluded that the malfunctioned ac distribution board potentially contributed to the incident. The instrument is performing according to specifications. No further evaluation of these devices is required.

Event description:
The customer reported that the dimension vista 500 instrument powered down. While troubleshooting the instrument, the customer observed that only a few fuse lights were on. The customer also determined that the internal uninterruptible power supply (ups) was off. When the customer toggled the internal ups on and off, the customer heard a popping noise, detected an electrical smell, and observed sparks. Then, the external ups indicated an overload status. The customer immediately powered off and unplugged the instrument. The customer stated that there were no visible flames or smoke associated with the event. There are no known reports of adverse health consequences nor delay in reporting results due to the incident.